Event description:
The customer called to report that they were admitted to the hosp for high bgs. It was stated that the customer needed assistance in inserting a new set. Assisted the customer to rewind, prime, and insert a new set.